Event description:
Customer reported that after a call, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The platform performed as intended during the call. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the review of the archive data. The root cause of the (ua) 07 was due to failure of both load cells. The cracked cover and load cells failure were likely attributed to mishandling such as a drop. During visual inspection, unrelated to the reported complaint, the front enclosure was observed to be cracked. The observed physical damage appeared to be the characteristics of user mishandling. The front enclosure was replaced to address the issue. Also unrelated to the reported complaint, a sticky clutch was observed. The sticky driveshaft clutch area is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large); thus, confirming the reported complaint. Functional testing failed due to the (ua) 07 displayed upon powering up the platform; thus, confirming the reported complaint. Both load cell modules were over-reporting and were replaced to remedy the complaint. After the service, the platform passed the load cell characterization test and run-in test without issue. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(6). Ccr 54009, reported on april 26, 2021. Both load cells were replaced.